Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the discrimination channel on the implantable cardioverter defibrillator exhibited undersensing during a true ventricular tachycardia event and did not deliver high voltage therapy. Programming changes were performed. The patient was in stable condition.